Manufacturer narrative:
A1 patient identifier : completed sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed that the cell-dyn sapphire system was generating error code 1061-unexpected tube status at mixhead and further reported falsely low wbc results from samples in the first position on the analyzer rack. The customer reported that repeat testing on the same analyzer was performed and provided the following data: (customer normal range - normal range: 5-10 ^x3 /ul) sample ID (B)(6) initial result was 0.331, repeat result was 9.8. Sample ID (B)(6) initial result was 0.212, repeat result was 12.1. Sample ID (B)(6) initial result was 0.048, repeat result was 15.1. Sample ID (B)(6) initial result was 0.239, repeat result was 9.9 . There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the cell-dyn sapphire s/n: (B)(6) due to generating error code 1061-unexpected tube status at mixhead and falsely decreased wbc results observed by the customer. The fsr inspected the instrument, performed maintenance, including the cleaning of dilution cups, replaced the pinch tubing (tubing, pharmed, .062 inch ID x .187 inch od) which was worn out from normal use, and cleaned the pcb assy, irsb (detector), cdsphr because it was dirty. The instrument service history review for the cell-dyn sapphire did not identify any commonalities or concerns. Ticket review did not identify an increase in complaint activity. A review of tracking and trending did not identify any trends related to the tubing, pharmed, .062 inch ID x .187 inch od. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the cell-dyn sapphire s/n: (B)(6) or the tubing, pharmed, .062 inch ID x .187 inch od was identified.

Event description:
The customer observed that the cell-dyn sapphire system was generating error code 1061-unexpected tube status at mixhead and further reported falsely low wbc results from samples in the first position on the analyzer rack. The customer reported that repeat testing on the same analyzer was performed and provided the following data: (customer normal range - normal range: 5-10 ^x3 /ul). Sample ID (B)(6) initial result was 0.331, repeat result was 9.8. Sample ID (B)(6) initial result was 0.212, repeat result was 12.1. Sample ID (B)(6) initial result was 0.048, repeat result was 15.1. Sample ID (B)(6) initial result was 0.239, repeat result was 9.9. There was no reported impact to patient management.